Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument was fired two times with no problems. On the third firing, no clip fired out. Another instrument was used to complete the case. There was no consequence to the pt.